Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient that at an unspecified duration post implant of this 29mm mitral annuloplasty ring, it was explanted and replaced with a non-medtronic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.